Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported an 8100 went into free flow and infused the whole bag. No patient harm was reported.

Event description:
It was reported an 8100 went into free flow and infused the whole bag. No patient harm was reported.

Manufacturer narrative:
After clarification with customer, file determined to be a duplicate. Pump was only used in one incident. Manufacturer report number is 2016493-2020-05726.